Event description:
The distributor reported for their customer that their battery expired earlier than the expiration date. The distributor received the AED from their customer on 15 may; the battery's expiration date is 30 sep 2026, and the pads were expired, according the the distributor. The reported event did not occur during patient use.

Manufacturer narrative:
The distributor reported for their customer that the battery in their AED expired earlier than expected. The distributor received the device in question for their customer in 15 may 2024; the battery's expiration date is 30 sep 2026, and the pads were expired. The distributor inserted another battery to the unit and found that the unit would power and displayed a service code warning for battery voltage (mv) that indicated cycle of incomplete self-tests due to depleting battery. The service code was cleared and the log history file was downloaded. Review of the log files found the AED entered service in april 2026. In february 2020 the device displayed 'battery low warning', and continued until the battery was fully depleted that the end of april. A new battery was installed in august 2020, the service code warning was cleared, and the device functioned as designed. In october 2021, the device started giving a 'battery low warning' that continued until the battery was fully depleted at the end of january 2022. A new battery was installed the beginning of april, the service code warning was cleared, and the device remained in service as the AED functioned as designed. The end of june 2023, the device began displaying battery low warning, along with replace pads warning which continued until september when the battery became fully depleted. In the middle of may 2024, a new battery was installed, the pads were replaced, and the service code warnings were cleared. Troubleshooting of the AED with the distributor identified that the AED is functioning as designed, and their customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up, the proper maintenance of the device was reviewed with the distributor. The IFU states: improper maintenance can cause the ddu series aeds not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.